Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching 593 mg/dl. Reportedly, the customer is working with their health care professional on adjusting the pump basal rate. Customer delivered a correction bolus to stabilize blood glucose levels.